Event description:
Patient called lfs in '04 alleging the meter would not power on while attempting to test. The patient reported no high or low blood glucose symptoms while attemtpting to test. No treatment reported; the patient only contacted their physician for advice. The issue was not resolved with troubleshooting. The meter was replaced for the patient.